Event description:
It was reported while using bd smartsite¿ needle-free valve the product was damaged. There was no report of patient impact. The following information was provided by the initial reporter: smartsite plastic end (the part that is discarded) with brown marks straight out of packet. Also appears oval in shape.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 19-may-2023. H6: investigation summary one 2000e7d sample from lot 1024442 was received for investigation in which the customer has reported smartsite is oval in shape the returned sample was received with opened packaging; however, it appeared to be clinically unused as no residual fluid was present. Examination of the smartsite found the female luer adaptor (fla) to be circular, not oval as reported. Furthermore, no leakage was observed when the sample was functionally tested. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 1024442 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The reported oval smartsite was not confirmed during analysis of the returned sample;

Event description:
It was reported while using bd smartsite¿ needle-free valve the product was damaged. There was no report of patient impact. The following information was provided by the initial reporter: smartsite plastic end (the part that is discarded) with brown marks straight out of packet. Also appears oval in shape.